Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 731807, 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, seasonal allergy, dust allergy, left lower quadrant pain, tenderness, atelectasis, fibroids, uterine fibroid and adenomyosis. Concomitant products included diphenhydramine hydrochloride since 2010, ferrous sulfate since 2015 to (B)(6) 2018, ibuprofen since 2010 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding during periods"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/blood or heart disorder/condition type: anemia"), fatigue ("fatigue/severe fatigue") and palpitations ("palpitation/heart palpitations"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), hypersensitivity ("allergy: other"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraines / headaches"), inflammation ("inflammation"), proctalgia ("rectal pain"), weight loss poor ("inability to lose weight"), hepatic steatosis ("fatty liver"), headache ("headaches") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"), blood triglycerides increased ("high triglycerides") and blood cholesterol increased ("high cholesterol"). The patient was treated with diphenhydramine hydrochloride, iron, progesterone and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, iron deficiency anaemia, fatigue, inflammation, proctalgia, weight loss poor, hepatic steatosis, blood triglycerides increased, blood cholesterol increased, headache and abdominal distension had resolved and the vaginal haemorrhage, psychological trauma, hypersensitivity, cystitis, urinary tract infection, alopecia, hormone level abnormal, migraine, weight increased and palpitations outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, blood cholesterol increased, blood triglycerides increased, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hepatic steatosis, hormone level abnormal, hypersensitivity, inflammation, iron deficiency anaemia, menorrhagia, migraine, palpitations, pelvic pain, proctalgia, psychological trauma, urinary tract infection, vaginal haemorrhage, weight increased and weight loss poor to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding, psych injury, bladder infection, uti, inflammation, rectal pain, inability to lose weight; fatty liver, high triglycerides and cholesterol. The right ostia had 1 external coil visible after deployment of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Computerised tomogram abdomen on (B)(6) 2014: the uterus is enlarged and filled with numerous fibroids, measuring 8.8 x 10.0 x 10.7 cm. The bilateral ovaries are normal in appearance. Hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Product indication updated. Essure lot number and explant date added. Case upgraded from other event to incident. Previously reported ¿injury to herself¿ was updated to chronic/pelvic pain. Events- general abnormal bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia (inability to have sexual intercourse), abdominal pain, abnormal bleeding (vaginal), menorrhagia (heavy menstrual bleeding), anemia/blood or heart disorder/condition type: anemia, allergy, psych injury, bladder infection, uti, fatigue, hair loss, hormonal changes, headaches, weight gain, inflammation, rectal pain, inability to lose weight, fatty liver, high triglycerides, high cholesterol, headaches, palpitation/heart palpitations, bloating were added. Medical history, lab data, treatment and concomitant medications were added. On (B)(6) 2019: event migraine added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 49-year-old female patient who had essure (batch no. 731807, 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, seasonal allergy, dust allergy, left lower quadrant pain, tenderness, atelectasis, fibroids, uterine fibroid and adenomyosis. Concomitant products included diphenhydramine hydrochloride since 2010, ferrous sulfate since 2015 to (B)(6) 2018, ibuprofen since 2010 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding during periods"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/blood or heart disorder/condition type: anemia"), fatigue ("fatigue/severe fatigue") and palpitations ("palpitation/heart palpitations"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), hypersensitivity ("allergy: other"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraines / headaches"), inflammation ("inflammation"), proctalgia ("rectal pain"), weight loss poor ("inability to lose weight"), hepatic steatosis ("fatty liver"), headache ("headaches") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"), blood triglycerides increased ("high triglycerides") and blood cholesterol increased ("high cholesterol"). The patient was treated with diphenhydramine hydrochloride, iron, progesterone and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, iron deficiency anaemia, fatigue, inflammation, proctalgia, weight loss poor, hepatic steatosis, blood triglycerides increased, blood cholesterol increased, headache and abdominal distension had resolved and the vaginal haemorrhage, psychological trauma, hypersensitivity, cystitis, urinary tract infection, alopecia, hormone level abnormal, migraine, weight increased and palpitations outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, blood cholesterol increased, blood triglycerides increased, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hepatic steatosis, hormone level abnormal, hypersensitivity, inflammation, iron deficiency anaemia, menorrhagia, migraine, palpitations, pelvic pain, proctalgia, psychological trauma, urinary tract infection, vaginal haemorrhage, weight increased and weight loss poor to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding, psych injury, bladder infection, uti, inflammation, rectal pain, inability to lose weight; fatty liver, high triglycerides and cholesterol. The right ostia had 1 external coil visible after deployment of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Computerised tomogram abdomen - on 15-oct-2014: the uterus is enlarged and filled with numerous fibroids, measuring 8.8 x 10.0 x 10.7 cm. The bilateral ovaries are normal in appearance.. Hysterosalpingogram on (B)(6)2011: total bilateral occlusion. Lot number: 731807, manufacturing date: 2010/04, expiration date: 2013/04. Lot number: 740654, manufacturing date: 2010/05, expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.